Manufacturer narrative:
Five samples were returned for evaluation. The samples were checked for damage, missing tips and security of attachment. No problems were found. Co was unable to check the lot history as no lot info was provided. Due to similar complaints, the mfg plant instituted additional production checks, and increased the qa testing for tip bond security.

Event description:
Customer reported, on 08-05-97 a crna suctioned a pt's oral cavity with a saliva ejector. Upon removing the suction, she noted that the blue tip was missing from the ejector. Anesthesiologist was called to the room. The pt had remained intubated with the cuff inflated. The dr was able to extract the blue tip of the ejector using a laryngoscope and mcgill forcep.